Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker has decreased its longevity significantly since one year ago and it was suspected that it would be consumed earlier than expected. Analysis confirmed that the device is exhibiting premature depletion. Engineers recommended on replacing the pacemaker and then return the device for detailed analysis. As of the moment, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: block d6b. Explant date.

Event description:
It was reported that this pacemaker has decreased its longevity significantly since one year ago and it was suspected that it would be consumed earlier than expected. Analysis confirmed that the device is exhibiting premature depletion. Engineers recommended on replacing the pacemaker and then return the device for detailed analysis. As of the moment, the device remains in service. No adverse patient effects were reported. Additional information indicates the device has been explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker has decreased its longevity significantly since one year ago and it was suspected that it would be consumed earlier than expected. Analysis confirmed that the device is exhibiting premature depletion. Engineers recommended on replacing the pacemaker and then return the device for detailed analysis. As of the moment, the device remains in service. No adverse patient effects were reported. Additional information indicates the device has been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker has decreased its longevity significantly since one year ago and it was suspected that it would be consumed earlier than expected. Analysis confirmed that the device is exhibiting premature depletion. Engineers recommended on replacing the pacemaker and then return the device for detailed analysis. As of the moment, the device remains in service. No adverse patient effects were reported. Additional information indicates the device has been explanted. No additional adverse patient effects were reported.